Event description:
It was reported, the pt has not been receiving effective coverage. Subsequently, the physician referred the pt to a surgeon for an scs lead explant. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.